Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 due to low blood glucose of 24 mg/dl. Customer states her symptom of low blood glucose was vomiting. Customer was hospitalized for two days. Customer declined troubleshooting of insulin pump as she is now feeling well. No further information provided.